Manufacturer narrative:
Patient information requested but not provided due to country privacy laws. There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that prior to an mr exam, a patient who was on the table was wearing ankle weights with metal buckles and filled with metal balls when their leg became bent when it was attracted to the magnet. The customer quenched the magnet to remove the magnetic field, but the patient still suffered femoral neck and pelvic fractures. The customer refused to provide any details of the medical treatment that was received.

Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare (gehc) investigation has been completed. A patient, who was on the table in the scan room, was injured when their ankle weights with metal buckles and filled with metal balls became attracted to the magnet. The technician noticed the ankle weights but thought that they were filled with sand and not metal balls. The root cause was determined to be use error. Gehc's operator manual with integrated safety section, which is provided to the customer, clearly defines the risks associated with owning and operating an mr scanner. No further actions are planned by gehc.